Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen option cemented femoral component right size e catalog #: 00599401592 lot #: 624014393, nexgen stemmed precoat cemented tibial component size 5 catalog #: 00598004701 lot #: 65593479. G2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that there were no issues trialing; however, the articular surface implant could not be seated. Another articular surface was used to complete the procedure after a thirty (30) minute delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned instrument identified signs of attempted assembly based on damage exhibited on the locking features and edge. Dimensional analysis of the product determined that the device was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.